Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that on a routine imaging (computerized tomography CT head) within 48 hours after procedure, imaging demonstrated a small volume subarachnoid contrast staining on pod#0. The subarachnoid contrast staining was likely related to control injections through the guide catheter during the case including a run using the power injector to check on the positioning of the citadel coil device prior to detachment of the coil, which indicated that the citadel coil device needed to be repositioned. There was no specific finding intraoperatively suggesting that the citadel coil device specifically caused the radiographic finding that were observed post-procedurally. The contrast staining was resolved without sequelae on the same day. It could not be ruled out the possibility related to the subject microcatheter device. Received additional information stated that two days post procedure, the patient experienced with fever. The medication, adequate fluids and hydration were administered to the patient, and the outcome of the adverse event fever was resolved at the same day. The patient was asymptomatic and discharged home without incident.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. As per event details citadel embolization device and excelsior microcatheter hemorrhagic were used during the aneurysm embolization procedure. After the study procedure, but within 48 hours after the procedure on (B)(6) 2022, contrast staining (routine postoperative imaging demonstrated small volume subarachnoid contrast staining on pod#0.) Was noted, and resolved, without sequelae on the same day. As per site, from a medical opinion perspective, the subarachnoid contrast staining was likely related to control injections through the guide catheter during the case, including a run, using the power injector to check on the positioning of the investigational device prior to detachment of the coil, which indicated that the device needed to be repositioned. There was no specific finding intraoperatively suggesting that the investigational device specifically caused the radiographic finding that was observed post-procedurally. But sub-I cannot rule it out, therefore it may be possibly related to the investigational device. The device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that on a routine imaging (computerized tomography CT head) within 48 hours after procedure, imaging demonstrated a small volume subarachnoid contrast staining on pod#0. The subarachnoid contrast staining was likely related to control injections through the guide catheter during the case including a run using the power injector to check on the positioning of the citadel coil device prior to detachment of the coil, which indicated that the citadel coil device needed to be repositioned. There was no specific finding intraoperatively suggesting that the citadel coil device specifically caused the radiographic finding that were observed post-procedurally. The contrast staining was resolved without sequelae on the same day. It could not be ruled out the possibility related to the subject microcatheter device. Received additional information stated that two days post procedure, the patient experienced with fever. The medication, adequate fluids and hydration were administered to the patient, and the outcome of the adverse event fever was resolved at the same day. The patient was asymptomatic and discharged home without incident.

Manufacturer narrative:
B1 adverse event ¿ corrected ¿ no adverse event. B2 outcomes attributed to ae ¿ corrected ¿ no ¿other serious (important medical events)¿. H1 type of reportable event ¿ corrected ¿ no serious injury. F10 / h6 device code grid: correction: ¿no apparent adverse event.¿ f10 / h6 health effect - clinical code: corrected: ¿no clinical signs, symptoms or conditions.¿ b5 executive summary - updated. Additional information was received on 7-mar-2023 stated that the ae#2 of fever was determined to be a viral respiratory infection and ¿unlikely¿ related to the subject device (microcatheter) and not related to the index procedure. Therefore, this event does not meet reporting criteria anymore. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that on a routine imaging (computerized tomography CT head) within 48 hours after procedure, imaging demonstrated a small volume subarachnoid contrast staining on pod#0. The subarachnoid contrast staining was likely related to control injections through the guide catheter during the case including a run using the power injector to check on the positioning of the citadel coil device prior to detachment of the coil, which indicated that the citadel coil device needed to be repositioned. There was no specific finding intraoperatively suggesting that the citadel coil device specifically caused the radiographic finding that were observed post-procedurally. The contrast staining was resolved without sequelae on the same day. It could not be ruled out the possibility related to the subject microcatheter device. Received additional information stated that two days post procedure, the patient experienced with fever. The medication, adequate fluids and hydration were administered to the patient, and the outcome of the adverse event fever was resolved at the same day. The patient was asymptomatic and discharged home without incident. Update information: additional information was received on 7-mar-2023 stated that the ae#2 of fever was determined to be a viral respiratory infection and ¿unlikely¿ related to the subject device (microcatheter) and not related to the index procedure. Therefore, this event does not meet reporting criteria anymore. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.